Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's oxygen blending module harness needs to be replaced to address the issue. In addition of the above evaluation, the technician performed oxygen calibration successfully.